Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the pump was not working. Prior to the pump replacement (2 months), the patient felt he was not receiving the full dose; not getting relief in his legs. After the pump was replaced, the patient received good therapy again. It was noted that the patient had hyperbaric treatment since (B)(6) 2013 and the pump would ¿jump like a lid of a jar when you open it.¿ the patient was nervous about having hyperbaric treatment and damage the new pump. The pump was used to deliver hydromorphone.